Event description:
It was reported that when the patient presented in clinic for follow-up, noise on right ventricular lead was observed. Patient had experienced an episode of lightheadedness. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 50.0 cm to 51.3 cm from the connector pin. The reported event was isolated to the exposure of the outer coil in the abrasion zone.